Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg is no longer able to connect with the patient controller and clinician programmer following an unrelated surgery on (B)(6) 2017. Troubleshooting was unable to resolve the issue. The ipg has been deemed inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.